Manufacturer narrative:
A united states (us) customer contacted a siemens customer care center (ccc) and reported that dimension vista 500 instrument outputted out of range quality control (qc) and falsely depressed glucose (glu) and calcium (ca) results on multiple patient samples. The customer changed multiple probes and cleaned drains. A siemens customer service engineer (cse) was dispatched to the customer's site. During the visit, the cse inspected the instrument, found new sample mixer was not functioning, replaced sample mixer, ran auto alignment and auto check, verified alignment and cuvette bottom, ran qc, which recovered acceptably. Siemens evaluated the event and determined that the malfunctioned sample mixer potentially contributed to this event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that falsely depressed glucose (glu) and calcium (ca) results were obtained on multiple patient samples on a dimension vista 500 instrument. The initial results were reported to the physician(s). The samples were reprocessed on an original instrument. The repeat results were reported as the correct results to the physician(s). The customer declined to provide the sample data. There are no known reports of patient intervention or adverse health consequences due to this event.